Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp prep, complications were encountered with a utilized prostyle resulting in manual pressure being held and two units of blood being given. Following implant, a fluoro revealed no distal flow past the impella sheath. A fem-fem bypass was performed to allow reperfusion of the extremity. Once the positioning sheath was placed, oozing continued at the site. Manual pressure, femostop, and a hemostatic patch were utilized to achieve hemostasis. Two days into support, heparin was stopped due to concerns for low platelets and thrombocytopenia. Support continued for one more day until the decision was made by the patient's family to withdraw care and the patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.